Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager was prepped without issue. Then it was advanced to the lesion and inflated; however, the balloon was inflating very slowly and contrast could not be seen in the balloon under fluoro. The catheter was removed and a hole was observed in the balloon. There were no patient effects. No additional event or patient information is available.